Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 53mm thoracic aortic aneurysm. The vnmc3131c182tj stent graft was implanted in a position that was covering the left subclavian artery. It was reported that during the index procedure, the vnmf4034c185tj was implanted just below the left common carotid artery. The proximal bare stent was deployed, it was confirmed that the device was not stuck on the spindle, and then it was started to be removed. When the entire delivery system was being removed, it became difficult to remove it due to getting stuck near the edge of the proximal graft. After that, the delivery system was safely removed by slightly pushing up and rotating the device to resolve the stuck issue. However, the device fell down into the aneurysm when resolving the stuck issue, resulting in a type 1a leak. An additional vnmf4040c103tj was implanted again at a position slightly covering the left common carotid artery, and after confirming that the leak had disappeared, the procedure was completed. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.